Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that there were no further concerns at this time. The rep reported that an impedance check was performed and was within normal limits, and a battery estimate indicated a minimum of 27 months. The stimulation was turned on and the patient was able to feel comfortable stimulation and denied any shocking sensation. The patient was instructed to report any future concerns. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) indicating that they were meeting with the patient the day of the report and would have an update then. No further complications were reported.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient has had the ins off for about a month now because it started shocking them again. The patient reported it was a different way than it did last time in 2017, this time it was constant pain. The patient reported as soon as they turned it off, it went away. The patient noted they had called a healthcare provider who was unfamiliar with the device/therapy to try to arrange a meeting with a representative to resolve the shocking, but no meeting had yet been arranged. An email was sent to a rep, and a reply was received indicating they would be calling the patient. No further complications were reported.